Event description:
Description of the problem below: 1. Describe what occurred: quality control (qc) failure for sodium and chloride. 2. How was the equipment being used? Clinical laboratory testing for inpatients. 3. Was the equipment removed from service? (Yes/no) yes. 4. Was the equipment inspected? (Yes/no) yes. 1. If yes, who inspected equipment? Roche diagnostics service engineer. 2. What were the results of the equipment inspection? Probe on ion selective electrode (ise) was replaced by roche diagnostics service engineer. 5. Equipment type and age: roche pro chemistry analyzer that was installed in february of 2022. 6. Equipment model number: n/a. 7. Manufacturer's name, address, and phone number: (B)(4).